Event description:
It was reported that multiple cartridge alarms occurred during the load sequence with multiple cartridges. Customer¿s blood glucose level was not impacted. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On october 24, the distributor provided us with information that the pump serial number initially provided was incorrect, and provided the correct pump information.